Manufacturer narrative:
Device 1: this product was not returned to co. Co did received a portion of device 2. The sterilization documentation for the sterilization load in which the products were processed was reviewed. The documentatio verified that the sterilization cycles met all co validated sterilization parameters. Additionally, twenty biological indicators distributed thoughout the sterilization load were tested and found to be sterile.device 2: a portion of the peritoneal catheter was returned. The rest of the shunt assembly and device 1 were not returned. The sterilization documentation for the sterilization load in which the products were processed was reviewed. The documentation verified that the sterilization cycles met all co validated sterilization parameters. Additionally, twenty biological indicators distributed throughout the sterilization loads were tested and found to be sterile.